Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported missing insulin data. Meter keeps displaying an e-57 electronic error and when this happens, meter shows an error message saying bolus data has been deleted. When checked how much insulin is left on board, it doesn't show there is insulin on board which she feels is a concern for next bolus. She feels that without that insulin on board, patient's next bolus advice will not be correctly calculated. A request was made for the return of the device. No adverse event alleged.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.